Event description:
It was reported by service report that the scale display was not working and the bed exit and scale could not be used. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.